Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A stent was deployed after debunking was performed with a rota burr1.5. A 2.00mm x 30mm maverick² balloon catheter was used to post dilate the lesion. The balloon ruptured at unknown pressure and inflation. The ruptured maverick balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).